Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknow product performance allegation and successfully replaced with another one. No additional adverse patient effects were reported. Additional information received detailed that this device was explanted due to loss of capture (loc) and high capture thresholds. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance allegation and successfully replaced with another one. No additional adverse patient effects were reported.